Event description:
The patient's mother contacted lifescan (lfs) on (B)(6) 2011 alleging an intermittent error 5 message on her son's one touch ultralink meter and felt that the error 5 occurred when her son's blood glucose levels were "low." A medical surveillance specialist (mss) spoke to the reporter on (B)(6) 2011 and obtained the following information. The mother mentioned that the error 5 issue began on the (B)(6) 2011 morning when she attempted to test the patient because he reportedly woke up acting belligerent. She retested several times and obtained the error 5. She then tested him on her other son's ultralink meter and obtained a result in the 40's. She treated the patient with chocolate milk, which made him feel better. She does not recall what his reading was after the treatment but stated he was able to still use his meter later that day. The day before the alleged issue, she claims her son was able to test; however, does not recall what his readings were on his ultralink meter. On (B)(6) 2011, the patient intermittently was obtaining the error 5 with the subject meter. He then tested on his brother's ultralink meter and obtained 137 mg/dl, 41 and 69 mg/dl throughout the day. For his low readings, the reporter would treat him with food/drink. He would test later on his meter and obtain readings. She claims that the low readings are common for her son and is not unusual since he has other health problems, which can affect his blood glucose levels. The patient did not seek any further medical attention or contact their physician for assistance. She claimed that his sample of blood would be enough and the technique of applying blood on the test strip was correct. The customer care advocate (cca) walked the reporter through a control test and a blood test and the alleged issue was resolved over the phone. Based on customer service troubleshooting, there was no evidence that the meter caused or contributed to an adverse event since the patient had developed symptoms prior to testing and was already in injury. There was also no evidence that the meter malfunctioned since the test strips passed using control solution and the patient was able to obtain readings on the meter with the (cca). Product was replaced and requested back for investigation. However, this complaint is now being reported due to the outcome of product analysis investigations. Lifescan received the test strips involved with this complaint and completed device evaluation on (B)(6) 2011. Investigation confirmed the alleged error 5 issue with control solution. In addition, the test strip vial's hinge was found to be broken.

Manufacturer narrative:
The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.